Event description:
It was reported that the device reported longevity of 1.5 years two days after the initial implant; follow-up revealed that the generator longevity now reports 5.5.years. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.